Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation. X-rays revealed the lead has migrated. An sjm representative tried troubleshooting to no avail. The patient is planned to have a trial with additional lead as the next course of action.

Event description:
Additional information received identified the scs system was explanted.